Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the administrator login screen. A technical support specialist (tss) dialed into the station and entered the carefusion (cfn) admin password. The application began running successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck on administrator login screen and application was failed to launch. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.